Manufacturer narrative:
A sample product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Information was provided by a facility representative that the patient has had significant past ocular history of having undergone myopic lasik ou approximately 15-20 years prior. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted there was an unexpected postoperative refractive result. The patient has a history of refractive laser correction. Approximately 3.5 weeks after initial implantation, the lens was exchanged for a monofocal lens. Additional information was requested.

Event description:
In a follow up, the surgeon explained that the prior information provided regarding the lens exchange was not accurate. The lens exchange had been postponed and not carried out until (B)(6) 2020. The replacement lens was a monofocal lens of .5 diopters less power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a specimen cup. Viscoelastic is observed on the lens. The haptics are intact. A small portion of the optic has been cut from one side. The lens was cleaned with lphse to facilitate further evaluation. The lens was evaluated for power and resolution. The optical resolution is acceptable; lens meets specification readings for the reported model; focal length and cylinder acceptable as well. The root cause for the reported unexpected refraction could not be determined. The lens was evaluated for power and resolution. Information was provided by a facility representative that the patient has had significant past ocular history of having undergone myopic lasik ou approximately 15-20 years prior. The manufacturer internal reference number is: (B)(4).